Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell on the ilet pump, resulting in a cracked touchscreen; the screen initially responded but then became unresponsive, rendering the device nonfunctional and not unlockable, and the device was planned for return. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.